Event description:
It is reported that pt was intubated via size 5.0 cuffed endotracheal tube. During the procedure, it was noticed that the endotracheal valve was low on ventilator due to a leak around the endotracheal tubing, despite the cuff being fully inflated. It is further reported that the child (patient) remained stable throughout, no evidence of desaturations. The end result is the endotracheal tube was found to be faulty as evidence by the ability to inflate the outercuff, but inner cuff was unable to be inflated.

Manufacturer narrative:
Based on the available info, this event is deemed a reportable malfunction. It is reported that the pt was re-intubated via size 5.0 cuffed endotracheal tubing which resulted in no complications. No reports of the pt being harmed as a result of this malfunction. No add'l info has been provided to date. Should add'l info become available, a f/u report will be submitted. A return sample for eval is not expected. Note: the actual date of event is unk, so the date used was the date convatec became aware.